Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, a commander delivery system balloon rupture occurred during deployment of a 26mm sapien 3 ultra resilia valve in the aortic position. During the pre-balloon aortic valvuloplasty procedure, a non-edwards balloon ruptured when inflated. The procedure progressed, and the commander delivery system was inserted. On angiography, the alignment appeared appropriate and there was no visible stress on the balloon. However, during valve deployment, inflation was performed, and the balloon ruptured 4cc below nominal volume. The valve remained securely in place. Despite some resistance, the ruptured delivery system balloon was successfully retracted into the sheath and removed. The procedure was then completed by performing post-dilation with a 25mm balloon catheter inflated to its nominal volume.

Manufacturer narrative:
A supplemental MDR is being submitted based on additional information from the site and the engineer evaluation. The following sections of this report have been updated: additional information added to d4, added h4, additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported delivery system balloon burst has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests patient factors (calcification) likely contributed to the event as it was noted that the patient had slight calcific protrusion from the left main trunk (lmt). The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.